Manufacturer narrative:
(B)(4). Patient ID was not provided. Patient weight is unknown. Catalog and lot number are unknown. Initial reporter's email address was not provided. Device manufacturer date is unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent should additional information be received.

Event description:
It was reported that the patient had bone loss and infection requiring implant removal. It was not indicated if the patient would return for additional appointments. Tooth #30.

Event description:
The implant's reference, lot number and tooth location were provided. Tooth location 46.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d1: brand name unknown / not provided d2: device product code unknown / not provided d4: additional device information unknown / not provided g4: date received by manufacturer g5: premarket identification PMA/510(k) number k011028 and k013227 g7: type of report, follow-up number h1: type of reportable event h2: follow up type h10: additional narrative